Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the carrier would advance and then reverse; the bottom roll was worn. The bottom roll and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the graft carrier would advance and then reverse. There was no information communicated regarding harm, injury, or delay. Due diligence is complete. No additional information is available.